Event description:
It was reported that sutures of two proglide devices was placed in the common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy sheath size was unknown and during the tavi procedure the sheath was upsized to a 18fr - 24fr sheath. Reportedly, a suture break occurred with one of the two proglide devices. The second proglide device achieved hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the prostar device and established in the pre-close technique. Additionally, the physician stated he believes there is a general quality problem with the proglide device, but did not want to elaborate on the subject. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture break was not confirmed. Inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Per instructions for use, for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.